Event description:
Omron micro air vibrating mesh nebulizer model ne-u22v. This is a portable breathing machine that has ac adapter. (B)(4). Instructions advise to cleaning the device after each use, wash the medication bottle, the mesh cap, etc. They refer to this part exclusively as the mesh cap. This is a misnomer as the mesh cap actually contains a micro thin piece of mylar about 1/16 inch in diameter in the center. There is no warning, disclaimer etc that this piece of mylar is so fragile that just essentially touching it with a soft cloth will rip it and then, the machine does not work; I need to say it again the machine does not work!!!! And the replacement part is sixty-five dollars!!! If this mylar piece that they continuously refer to as mesh- is so fragile, why is there not one warning as simply do not touch the mylar when drying, they do tell you to dry it everything with a soft cloth. I had a similar problem I brought to your attention with another omron nebulizer nec-25 in terms of the most important part being the baffle, essentially another piece that if lost causes the entire expensive machine not to wok. This baffle much like that thin sheet of mylar, being the least expensive component, is the most important component; is the most vulnerable and causes the machine not to work which means you cannot breath. Not breathing is an emergency! This is like chinese mentality, the most important part breaks and is made the cheapest. As I have had a similar problem with two different units that I am convinced that is done with intent and the replacement parts for both were so expensive. Neither machine is a year old!